Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned device sample indicates the catheter was split/torn.

Event description:
The customer reports: the doctor made three attempts to insert the device. One nearly sheared off. The 4th attempt was successful. There was no patient injury or consequence. The patient is reported as fine. Therapy was not delayed/interrupted.